Event description:
It was reported that this right ventricular (rv) lead and device exhibited shock impedance measurements of greater than 200 ohms. The health care professional (hcp) confirmed the device is programmed to triad configuration however unsure how it got programmed that way. The hcp programmed back to right ventricular (rv) coil to can configuration which revealed normal within range shock impedance measurements. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.